Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the delphin battery backup was not functioning normally. After removing ac power from delphin. The unit lasted on battery power approximately ninety seconds. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. While troubleshooting, the field service rep (fsr) discovered a blown fuse on power entry module. The fsr replaced the blown fuse on the power entry module and the unit performed to specification. No additional action will be taken at this time.